Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental information. Additional information was not provided when solicited. The lot number is unknown. There was no defects reported. The patient demographics were not provided. A batch record review was not performed due to the lot number not being provided. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
On 31jan2023 it was reported to anika that a patient of unknown age and demographics expired. The patient reportedly received a monovisc injection on an unspecified date. The lot number of the device was not reported. There was no malfunction or appearance issues with the device reported. The cause of the patient's death was not reported. Comobidities are unknown. Concomittant devices unknown. Additional information has been solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
On (B)(6) 2023 it was reported to anika that a patient of unknown age and demographics expired. The patient reportedly received a monovisc injection on an unspecified date. The lot number of the device was not reported. There was no malfunction or appearance issues with the device reported. The cause of the patient's death was not reported. Comorbidities are unknown. Concomitant devices unknown. Additional information has been solicited.